Manufacturer narrative:
Correction to evaluation codes a manufacturer representative replaced the computer, after which the system was functioning as intended and passed all testing. The computer was returned to the manufacturer for analysis; however no findings were available on the date of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. There was no failure found with this component. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: computer 9735225, rollingstone s7 d2. No 510k provided as this device is not released for distribution in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that pre-operatively, before the patient entered the procedure room, the computer froze while reading patient data. Rebooting was tried, but only "no signal" was displayed and it did not start. Therefore, the operation was performed by stopping using the navigation. After the operation, the computer was replaced, and it was improved. There was no delay to the procedure that had not yet begun. There was no reported impact on patient outcome.